Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture baker grade IV."

Event description:
Healthcare professional reported "increasing pain and deformity in breasts, baker IV grade capsular contracture, significant deformity of implants and cyst". Healthcare professional later reported "pain and significant deformity capsular contracture baker grade IV" confirmed via ultrasound. This record is for the right side. Device has been explanted with en-bloc capsulectomy.